Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lcd lens, a contaminated battery compartment, and a bent latch lock. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was related to the air detector. As a result, the air detector was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's air detector was defective. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.